Event description:
It was reported that prior to using the bd veo¿ insulin syringes with bd ultra-fine¿ needle three syringes had visible particle (possibly silicone oil) . The following information was provided by the initial reporter: we recently used three bd syringes for clinical study and would like to get more knowledge about the material component information. Would it be possible to provide some technical information such as lubricant amount and sterilization method below? We found obvious increase of sub visible particle (possibly silicone oil) when using ultra-fine 31gx 6mm 324907) but not for either 1ml syringe (309628) or 3ml syringe (302113/309657). We wonder if any difference in lubricant and sterilization method matters? If you can provide some thoughts or suggestions on the increase of sub visible particles of ultra-fine needle from bd side, it would be really helpful. Much appreciated if you could response by this week. Syringe material of construction sterilization method lubricant amount 1ml syringe (309628) polycarbonate gamma or e-beam <2.5mg 3ml syringe (302113/309657) polypropylene gamma or e-beam <4mg ultra-fine 31gx6mm needle (324907).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. The customer's address is unknown. New jersey, USA has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to using the bd veo¿ insulin syringes with bd ultra-fine¿ needle three syringes had visible particle (possibly silicone oil) . The following information was provided by the initial reporter: we recently used three bd syringes for clinical study and would like to get more knowledge about the material component information. Would it be possible to provide some technical information such as lubricant amount and sterilization method below? We found obvious increase of sub visible particle (possibly silicone oil) when using ultra-fine 31gx 6mm 324907) but not for either 1ml syringe (309628) or 3ml syringe (302113/309657). We wonder if any difference in lubricant and sterilization method matters? If you can provide some thoughts or suggestions on the increase of sub visible particles of ultra-fine needle from bd side, it would be really helpful. Much appreciated if you could response by this week. Syringe material of construction sterilization method lubricant amount 1ml syringe (309628) polycarbonate gamma or e-beam <2.5mg 3ml syringe (302113/309657) polypropylene gamma or e-beam <4mg ultra-fine 31gx6mm needle (324907)

Manufacturer narrative:
The following fields have been updated due to additional information: d4. Medical device lot #: 2255715; d4. Medical device expiration date: 30sep2027; h4. Device manufacture date: 12sep2022. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.